Manufacturer narrative:
This is a follow up report to complaint (B)(4) which was reported under MFR#8010762-2021-00621. This complaint was opened by mistake as a duplicate entry to complaint#(B)(4), reported under MFR#8010762-2021-00544 on 2021-10-06.

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available.

Event description:
The event occurred in the us. It was reported that customer primed a new circuit and got a pump error ¿head error¿ on the rotaflow console. Pump head was installed fine and checked. The system was turned off and restarted couple of times. It works until about 1000 rpm´s (revolution per minute) than this error appears. No harm has been reported. Complaint ID: (B)(4).